Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 component code and investigation conclusions. The device was received for evaluation. During visual inspection of the returned device kinks were observed along the hdpe. A liner tear was noted 0.6cm from the tip. The sheath distal tip was split and soft tip damage as well. Scratches and damage were noted along the hdpe. Due to the nature of the complaint (sheath fully expanded), no functional testing could be performed. Liner thickness were measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. All measurement met specifications. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed a revealed no other similar events from the lot. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided. The valve was noted to be fully inflated. The inflation balloon burst at the end of deployment. Post procedural photo of the device provided by site and showed the distal part of the balloon and nose tip separated from the delivery system. The IFU and procedural training manual were reviewed. If the delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system. Maintain guidewire position. Check for pv leaks under echo. If post-dilation is needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Additionally, since no edwards defects were identified, no corrective/preventative actions are required. The distal tip split, kinked sheath, and liner tear were confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the balloon was inflated to open the valve and the balloon burst.' Upon returned device inspection, kinks on the sheath, liner tear and distal tip split damage were seen on the sheath. Calcification in the patient's access vessels, as evidenced by the soft tip damage and scratches/damage along the shaft, can interact with the sheath, contributing to the observed liner tear. The balloon had burst during deployment, causing the balloon profile to be altered. This altered balloon profile may have caused the distal tip of the balloon to catch on the distal tip of the sheath. This can increase the necessary retrieval force required to pull the delivery system through the sheath and it is possible excessive manipulation was used, as evidenced by the separation of the distal tip, subsequentially leading to the splitting of the sheath distal tip, kinks on the sheath and furthering liner damage upon further withdrawal of the delivery system. Available information suggests patient factors (calcification) and procedural factors (withdrawal of burst balloon/excessive manipulation) contributed to the reported events.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03230. Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, the patient underwent implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach with nominal volume. No bav was performed. When the balloon was inflated for valve deployment the balloon burst. The valve deployed successfully and the outcome of the implant was mild pvl. The delivery system was removed from the patient and it was noticed the distal nose cone was missing, so the patient was moved to surgery and everything was removed. Patient was in stable condition. Upon returned device inspection, the distal tip of the esheath was noted to be split.